Manufacturer narrative:
Continuation of concomitant medical products: 00801803202 ¿ cocr head ¿ 61238164; 00620206022 ¿ trabecular metal shell ¿ 61230145; 00631006032 ¿ xlpe liner ¿ 61112328. Reported event was confirmed by review of x-rays by a third party hcp noting possible polyethylene wear, osteopenia and possible liner dislodgment and cup protrusion. DHR was unable to be reviewed as the lot number for the device involved is unknown. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00167; 0001822565-2017-03763; 0001822565 -2020 -00894; 0001822565 -2020 -00895.

Event description:
It was reported that patient underwent a left hip revision approximately 5 years post implantation due to pain, elevated metal ion levels and synovitis. During the revision, significant corrosion was noted at the neck and head junction in additional to osteolysis and bone loss. Frozen sections were positive for chronic inflammation consistent with alval. The locking ring was noted to not function and the liner was removed with a screw. The locking ring, head and liner components were removed and replaced without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to elevated metal ion levels, pain and synovitis. Radiographs revealed bone loss and the findings were suggestive of synovitis. There was decompression into adjacent soft tissue and butting the sciatic nerve suggesting alval. Osteolysis of the greater and lesser trochanter. During the procedure, a large amount of fluid was observed in the joint. There was bone loss around the acetabular component and the locking ring did not function well making the liner difficult to remove. Significant corrosion was noted on the femoral neck and taper. DHR was reviewed and no discrepancies were found. The additional information does not change the final conclusion of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant products ¿ trabecular metal modular acetabular system p/n 00626006022 l/n unknown; trilogy acetabular system liner longevity crosslinked polyethylene p/n 00631006032 l/n unknown; zimmer m/l taper hip prosthesis femoral stem p/n 00771101200 l/n unknown; versys hip system femoral head p/n 00801803202 l/n unknown. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03763, 0001822565-2017-03764.

Event description:
It was reported that patient underwent a revision procedure six years post-implantation due to a failed left hip with evidence of adverse tissue reaction, likely alval from trunnion corrosion with osteolysis and fluid collection in the tissue. Operative notes report when opening the capsule, a large amount of fluid was expressed under pressure. There was a large amount of fibrinous debris. When removing the femoral head, there was significant corrosion both on the neck and in the ball. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Op notes provided confirmed the reported event. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Op notes provided confirmed the reported event. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.